Event description:
A cartridge alarm 20 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer experienced cartridge alarms with consecutive cartridges, and after confirming with technical support, it was decided to replace the pump. The customer expressed interest in obtaining an out-of-warranty loaner pump.